Event description:
It was reported that the patient with this neurostimulator is deceased. This information came from the physician's office, and no additional details were provided. No patient complications were reported in relation to the device.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.